Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after the thermocool® smart touch® sf bi-directional navigation catheter was placed in the left atrium (la) roof and ablation started, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient¿s blood pressure restored after pericardial drainage, her condition improved, and the procedure continued and was subsequently completed. Extended hospitalization was not required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The physician commented the blood pressure dropped during thermocool® smart touch® sf bi-directional navigation catheter operation; however, it is unknown if there¿s a causal relationship between the biosense webster, inc. Product and the adverse event. There was no evidence of steam pop during the ablation. No device deficiencies were reported throughout the case.

Manufacturer narrative:
H6: component code of ¿appropriate term/code not available" represents "no findings available." Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30364586m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).